Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing multiple low blood glucose during mornings. The customer's blood glucose level would be around 40 mg/dl. The customer eats to treat the low blood glucose. The customer declined troubleshooting for the low blood glucose. The device will not be returned.